Event description:
The customer reported that a nurse saw a flat pulmonary artery line on the intellivue info center resting display. The nurse cannot remember whether there was a blue sector background, or a yellow or red alarm message. The users started CPR four minutes later, and acknowledged that they heard several red alarms during that process, although they cannot remember whether they were red or yellow. The pt expired two days after the incident.